Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life with damage/moisture) issue. It was alleged there was moisture/damage to the battery compartment. The reporter was not able to provide further information during the initial complaint. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. There was no indication that the device caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 15-aug-2019 with the following findings:.during investigation, the pump fails to power on. Unable to perform steps 12 and 30 due to no power to pump. There was corrosion in battery compartment. No physical damage to battery compartment. No leaks found during leak testing. Pump opened; no further evidence of moisture found. No power to pump due to moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.